Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the tibial component the attune fb impactor head broke. All the pieces were recovered, sterilized and returned.